Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 11400m mitral valve was explanted at implant due to pvl. The valve was replaced with a 25mm 11400m mitral valve, however, there was an av groove rupture after weaning off the patient from bypass thus the 25mm valve was also explanted. The situation was found to be technically hopeless and the cardiopulmonary bypass was terminated and the patient was pronounced death. Per medical records, the patient underwent mvr with a 29mm 11400m valve. After the valve was seated, additional sutures were placed in the mitral annulus. Bypass was weaned, but a sizable pvl was noted. The patient had extremely fragile tissues contributing to prosthetic mitral valve perivalvular leak. Cpb was weaned total of 3x and additional sutures were placed, but still had the pvl. The 29mm 11400m was explanted and replaced with a 25mm 11400m mitris at this time, since the surgeon did not want the felt to interfere with the seating of the commissural post. Bypass was weaned and had successful closure of the perivalvular leak. Then, there was a torrential arterial blood from the left lateral side of the heart that was an av groove rupture. The 25mm 11400 was explanted (2026 (B)(6)). The quality of the tissue where the av groove rupture was deemed inoperable. Cpb was terminated and the patient expired in the operating room. This is a 62-year-old female.